Event description:
It was reported that episode review was requested due to an event with oversensing which was identified via remote monitoring. The device was reprogrammed from primary vector to secondary vector and smart delay interval was increased. A boston scientific technical services consultant documented the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.